Event description:
Patient has peripheral vascular disease and previous lower extremity percutaneous intervention/stenting approximately 3 years ago. Approximately one month ago, patient complained of bilateral knee pain with walking 600 feet. The patient was scheduled for an abdominal aortogram and left leg angiogram with angioplasty. During the procedure, the physician found severe stenosis throughout the previously placed left superficial femoral and above-knee popliteal artery stents with at least "three separate areas of stent fractures identified." New stents were placed and there were no immediate complications for the patient.this facility is seeing an increase in the number of stent fractures. Fractures are occurring from one month to three years post procedure. Staff/physicians do not know why this is happening. The physicians are trained and experienced in using these devices. In each case, the defective devices remain implanted in the patients. And, for each case, additional medical intervention was required.